Manufacturer narrative:
The allegation stated: ¿the tip of the needle broke into the joint.¿ product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Product met predetermined specifications upon release to distribution.

Event description:
It was reported that during a rotator cuff repair, the tip of the needle broke into the joint. The needle and its tip were removed from the joint using suction. The procedure was completed with a competitor device with no significant delay or patient injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair, the tip of the needle broke into the joint. The needle and its tip were removed from the joint. It is unknown if a back up device was available or if a delay was caused by the device malfunction, but no patient injuries were reported.